Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 105 mg/dl. The customer reported that the insulin pump was not functioning in the manner it was designed. Customer stated that this was second occurrence of replace battery alert now without a low battery warning. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Power error 25 alarms and replace battery alerts noted in the device trace download due to moisture damage on electronic board stack. Pump error 24 alarmed while monitoring due to moisture damage on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly.